Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned an evaluation will be conducted and the results will be provided in a supplemental report. There was no evidence of any mechanical pump malfunction however the patient mentioned using cold insulin to fill the cartridge and noted that the infusion set cannula was kinked and had blood. Those use errors can contribute to the patient's elevated blood glucose levels. The owner's booklet mentions to always fill the cartridge with room temperature insulin.

Event description:
The patient reported that her blood glucose level was 550 mg/dl on (B)(6). After taking a bolus the blood glucose level rose to 600 mg/dl. She reports taking an injection of insulin, and also had a reading of 436 mg/dl prior to going to bed. She also mentioned results of 420 mg/dl at 10 am on (B)(6) and 524 mg/dl when she woke up on (B)(6). The patient denied nausea and vomiting but said she was short of breath and did not test for ketones. She changed her infusion site several times and used insulin from three different bottles. She said she gave an injection of insulin the night before when her blood glucose was 436 mg/dl by calculating the dose from her pump and giving the injection manually. She said she woke up with elevated blood glucose levels of 277, 359, and 299 mg/dl after that. On the morning of (B)(6), her blood glucose reading was 176 mg/dl. The patient denies any insulin leaks. She did not have trouble inserting her infusion set. She denied air bubbles in the cartridge but said there were air bubbles in the infusion set tubing. She said that she generally uses room temperature insulin to fill her cartridge but she used cold insulin to fill her most recent cartridge. She reported blood in the cannula of her most recent infusion set and that the cannula was bent. She says she may have "nicked" a capillary. She denied lumpiness or hardness to infusion site areas. The patient's blood glucose level was 387 mg/dl at the time of the call to animas. The pump's date and time were reviewed and confirmed as correct. The pump's basal delivery program was confirmed as correct and all bolus doses were delivered without any issues. All pump histories add up correctly and there were no associated alarms in the pump history. There is no evidence of a mechanical pump malfunction however this complaint is being reported because the patient's blood glucose levels were reportedly elevated and she felt short of breath.